Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2013-13950 and MFR. Report # 3005099803-2013-13951). It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the device (MFR. Report # 3005099803-2013-13950) was unable to crush the stone while using the alliance handle. The stone was unable to be released from the basket, and the tip wouldn¿t detach. The physician cut the handle of the device leaving the basket, with entrapped stone, inside the patient. The procedure was not completed and patient was rescheduled for surgery the next day for the removal of the basket and stone. Afterwards, outside the patient, the physician took another rx lithotripter compatable basket (MFR. Report # 3005099803-2013-13951) and attached the device on the alliance handle to see if the tip would detach, but it wouldn't. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the device found it had been cut apart from the heat shrink and the distal portion of the device was not returned. The heat shrink was cut from the t-fitting. The sheath was torn and kinked while the coil was buckled and broken. The thumb ring was cracked and deformed. Based on the condition of the returned device it cannot be determined precisely how the basket tip failed to detach, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause of "undetermined" is selected for the complaint.

Event description:
This report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2013-13950 and MFR. Report # 3005099803-2013-13951). It was reported to boston scientific corporation that an rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure the device (MFR. Report # 3005099803-2013-13950) was unable to crush the stone while using the alliance handle. The stone was unable to be released from the basket, and the tip wouldn't detach. The physician cut the handle of the device leaving the basket, with entrapped stone, inside the patient. The procedure was not completed and patient was rescheduled for surgery the next day for the removal of the basket and stone. Afterwards, outside the patient, the physician took another rx lithotripter compatable basket (MFR. Report # 3005099803-2013-13951) and attached the device on the alliance handle to see if the tip would detach, but it wouldn't. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.